Event description:
Customer was admitted to the hosp in 2002 after their dr had been monitoring them when they were getting erratic readings with the freestyle meter using expired test strips and the proposed treatment of glucophage wasn't working. Customer was released from the hosp in 2002. Glyburide and metformin were given to the customer while they were in the hosp. This treatment was continued after they were released.